Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The shortness of breath was likely related to an excess of fluid. The fluid overload was possibly related to non-compliance with fluid intake balance and therapy. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received from the peritoneal dialysis (pd) patient's clinic and the available information was reviewed by a post market surveillance clinician. The peritoneal dialysis patient called on (B)(6) 2017 to report difficulty breathing and abdominal pain during a dwell cycle of the peritoneal dialysis treatment that made it difficult to talk. The patient was instructed on how perform an emergency drain. The patient was able to drain additional fluid however stated that there was abdominal pain during the drain. The patient presented to the clinic on (B)(6) 2017 with cloudy effluent and the peritoneal dialysis (pd) nurse confirmed a diagnosis of peritonitis following a culture of the peritoneal dialysis fluid that was positive for the organism staphylococcus capitis. The patient also had a high white blood cell count. Review of the medical records indicated an abdominal exam with normal bowel sounds and non-tender. The patient was noted to 1+ edema and a 2 kilogram weight increase. The patient was not hospitalized and treated in the clinic with the antibiotics vancomycin 2 grams and gentamycin 120 milligrams via the intraperitoneal route. The pd nurse reported that the source of the infection was possibly touch contamination however the patient confirmed using gloves and maintaining aseptic technique. The patient was later prescribed the antibiotic levaquin 500 milligrams every 48 hours (5 pills). The pd nurse reported that the patient is recovering and the effluent was clearing.